Event description:
It was reported that a vns pt experienced an increase in seizures after programming settings were increased. Interventions taken by the treating neurologist were to decrease the output current. At the moment, the relationship of the increase in seizures to vns therapy is unk as pre-vns seizure levels are unk as well. Good faith attempts to obtain additional info have been unsuccessful to date.